Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys pth stat assay on a cobas e 411 analyzer (rack system). Patient 1: the sample initially resulted in a pth stat value of 26 pg/ml. The patient sample was repeated, resulting in a value of 83 pg/ml. Patient 2: the sample initially resulted in a pth stat value of 27 pg/ml. The patient sample was repeated, resulting in a value of 74 pg/ml. The repeat results were deemed correct. The initial questionable results were reported outside of the laboratory. The pth stat reagent lot number was 583618, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was normal with no alarms. On the day of the event, the quality control recovery was slightly above 2 sd. The alarm trace does not contain a relevant alarm. The field service engineer confirmed an obstructed sipper flow path. He replaced seals and tubing in the sipper flow path and replaced the measuring cell. Operational and mechanical checks passed. Performance testing was run and passed within specification. The customer ran calibration and controls, all values are within customer specifications. The investigation determined the service actions resolved the issue.